Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory mgr (tm) determined the bed was out of position by about 10 cm in the swivel direction. To address this issue, the tm repositioned the bed and verified that it operated properly. Then the tm completed a successful system verification to specification. A review of the complaint database for the prior 3 months showed no other complaints for bed issues of this laser system. Conclusion: based on the results of the investigation, the root cause was user related as the bed was improperly moved by the facility's personnel. (B)(4)

Event description:
Adverse event(s): "none reported" (no consequences or impact to pt). Product problem(s): "pt bed would not move" (loss of power). An ophthalmic tech reports the pt bed would not move in any direction. During a follow-up call, the tech stated that the pt bed lost all power after the laser was armed and the surgeon was getting ready for treatment. The surgeon had lifted the flap and after noticing the bed was not operational, put the flap down. The pt was removed from the surgery room while they were troubleshooting the issue. The system was rebooted and brought back all bed function and they were able to complete all cases without any other incidents. The pt was doing well postoperatively and was seeing 20/20 as expected.